Manufacturer narrative:
The inpen screw retracts when dialing and advances when turning dose knob to the 0 mark due to dust/debris under the dose button and on the dose detent. Unable to perform functional test due to drive anomaly.

Event description:
Customer reported via phone call that they changed the insulin cartridge and the screw is no longer moving forward. No harm requiring medical intervention was reported. The device was returned for analysis.